Manufacturer narrative:
(B)(4). No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action.

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample returned for evaluation. The returned unit was inflated without any defects or restrictions noted. Both cuffs were fully deflated and no defects or restrictions noted. The returned unit was inflated / deflated three times and no issue noted.